Event description:
Additional information was provided that the patient experienced dysphotopsia. The initial iol was exchanged for a different model iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced unexpected visual outcome. The iol was exchanged in a secondary procedure. Additional information was provided that the patient experienced halos and veil like vision. There was no harm to the patient. This iol was previously reported as an unknown tfat30 in mfg report num 1119421-2020-01303.